Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that he observed blue sparks on his ih-1000 instrument. The sparks came from the piercing module and lasted about 4-5 minutes, and then stopped. Previously, the instrument ran all night with no issues.the customer was advised to shut down the instrument and toggle off the main power switch and not to use the instrument until one of our field service engineers clears the instrument for use. Nobody was harmed by the sparking. The field service engineer was on-site and checked the instrument, specifically the tightening the screws and the position of the ionozer, and the ionisation function. He also performed card piercing cycles wit ionization. On site, the field service engineer found pieces of paper that were stuck on the ionization pins. After cleaning up, tests were made but the issue is not reproducible as it was random and apparently solved with the cleaning.